Manufacturer narrative:
The manufacturer (csc) had not yet received the device for evaluation. A follow-up report will be submitted once investigation is complete.

Event description:
AED was used in a rescue and did not advise of a shock. Customer believes that the patient had a shockable rhythm, however, the unit only prompted for CPR.